Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd syringe 1ml ll contained foreign matter. Verbatim: rcc received a complaint via email. Email(s) attached. "Foreign substance in syringe."

Event description:
No additional information.

Manufacturer narrative:
Investigation results: since no samples displaying the reported condition were received a potential root cause could not be defined and corrective actions are not necessary. A physical sample is required for a more thorough evaluation and potential root cause determination. We will continue monitoring the complaint trend for the product and symptom. Batch 5056026 is considered in compliance with our product specification requirements. The complaint was not confirmed, and no CAPA evaluation was required. This complaint type will continue to be trended within the post-market surveillance process, and any determined escalation will be managed there.